Event description:
The customer contact reported the device door roller was missing and the door roller broken. The device was returned to the biomedical dept for a report of broken door. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing and the door roller pin was broken. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.